Manufacturer narrative:
A ge rep evaluated the system and replaced the ups. The system operates as intended.

Event description:
The customer reported the system displayed a ups error and would not boot up. No pt injury was reported.